Event description:
A discordant, falsely low urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 500 instrument. The sample had initially resulted above the assay range. Upon repeat testing, it resulted lower and within the assay range. The lower result was reported to the physician(s), who questioned it. The operator then reran the sample twice on an alternate dimension vista instrument and it resulted above the assay range both times. The sample was then diluted and run twice on the alternate dimension vista instrument, resulting higher than the result that had been reported. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The gps specialist did not find any indication of a reagent delivery issue when the discordant result was obtained. The cause of the discordant, falsely low bun result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.